Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, the reported 'no response to slide clamp in keyhole' was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. The device malfunction would not lead to a death or serious injury if the malfunction were to recur as this would only result in a delay of therapy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had no response to the slide clamp in the keyhole. The event occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.